Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in italy, approximately 6 years after a transcatheter aortic valve replacement (tavr) was performed to implant a 29mm sapien 3 valve, the valve exhibited degeneration with severe stenosis. Consequently, a valve in valve procedure was successfully performed with a 26mm sapien 3 valve.